Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the (B)(4) clinical study. On (B)(6) 2012, the patient underwent her first bronchial thermoplasty treatment to the right lower lobe. The procedure was completed successfully. Following the procedure, on (B)(6) 2012, the patient experienced exacerbation of her asthma with symptoms including wheeze expiratory, chest tightness, cough, breathlessness, nocturnal dyspnea, and dyspnea. The patient had two nocturnal episodes of worsening symptoms, which did not respond to bronchodilators and triggered her admission to the ICU. The patient was admitted into the hospital on (B)(6) 2012 and it was noted that the patient had wheezing on exhalation, shortness of breath, and was unable to complete full sentences. The patient was treated with heparin prophylactically, tylenol, morphine, lidocaine, albuterol, oxycodone, and solu-medrol. During the admission, the patient did show clinical improvement as evidenced by symptoms and clinical exam including improved air entry and decreased bronchospasm. It was also noted that the patient experienced anxiety beginning on (B)(6) 2012, which was treated with lorazepam. On (B)(6) 2012, while hospitalized for the exacerbation of asthma, the patient was diagnosed with vocal cord dysfunction (vcd) with the symptoms of cough, dyspnea, and a choking sensation. The patient was treated with heliox, which rapidly improved her symptoms. On (B)(6) 2012, the patient was released from the hospital. The patient continued with bronchodilators, IV steroids, and maintenance meds. On (B)(6) 2012, the patient continued to have symptoms and visited the emergency room (ER). On (B)(6) 2012, the patient was readmitted into the hospital due to the patient's asthma exacerbation and uncontrolled vcd. During the second hospital admission, the vcd was documented by ent as the patient experienced persistent episodic dyspnea and a choking sensation out of proportion to her lung examination. A bedside flexible laryngoscopy performed by a laryngologist confirmed the diagnosis. In the physician's opinion, the patient had undiagnosed vcd prior to enrollment in the clinical study. The patient was released from the hospital on (B)(6) 2012. The patient's asthma exacerbation was considered resolved as of (B)(6) 2012. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator fev1: 2.21 fev1 % predicted: 81.55 fvc: 2.73 fvc % predicted: 84. Post-bronchodilator fev1: 2.47 fev1 % predicted: 91.14 fvc: 2.88 fvc % predicted: 88.62.

Manufacturer narrative:
(B)(6). (B)(4). Vocal cord dysfunction. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.